Manufacturer narrative:
Additional information: a review of radiographic images of initial lateral view shows pedicle screws with absence of metallic rods inter operatively with retractors in place. The second is an MRI of the thoracolumbar junction shows a large mass behind the body of t11 causing cord compression. This is a difficult issue because it appears there has been a massive disc herniation at the t11/t12 level above the previous construct that compressed the spinal cord and caused paralysis. This represents anterior column failure above the previous fusion. Rod breakage and kyphosis through the thoracolumbar junction would have greatly affected the pressure on this disc and contributed to this herniation and the paralysis. A construct going to and stopping at l1 in and of itself places the thoracolumbar junction at risk, even though it is an adjacent level issue. So the ultimate extension surgery was required because of paralysis and hnp at t11. The likelihood of this happening may have and probably was increased by the previous fusion up to l1 even if that surgery had a perfect outcome. This is a surgical planning issue not an implant issue. The rod breakage could have further increased the chances of this disc herniation even more. This is an implant issue. Neither issue directly caused the hnp; however, only the chance that it would happen.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visually confirmed that the rod has broken ¿75mm from the end. The break occurred right next to the witness mark where the rod sat against the bone screw saddle. The shear lip and burst pattern indicate that the rod was bent against its manufactured curved. There does not appear to be any surface defects that would indicate a manufacturing issue. The diameter of the rod meets print spec. The rod had been shortened. The above observations are consistent with bend stress overload.

Event description:
It was reported that a patient underwent a spinal procedure from l1-s1. It was reported that at an unknown time post-op, two rods were broken at the l3 level. "There was noted fusion at l3." A revision surgery was performed and new rods were implanted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.